Event description:
Covidien received a report where the customer stated the alarm of the unit did not sound when it should have. The medical technician at the hospital checked the unit, but the technician could not duplicate the problem. The unit had been in use on a patient, but it is reported that no patient harm occurred. No patient information has been provided to covidien.

Manufacturer narrative:
The facility has returned the unit to the manufacturer, where the reported problem has not been duplicated. Manufacturer continues to investigate reported problem.